Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces.no display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with operating currents within specification. No unexpected battery out limit alarms were noted. Unit recieved with scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 111 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.